Event description:
Information was received indicating that a patient using a smiths medical cadd-legacy duodopa ambulatory infusion pump had an issue that caused her to "go through 3 cassettes in one day." No adverse patient effects were reported.